Event description:
Medical records were received and stated the following: on (B)(6) 2022, medical records note the patient reported having pain. The patient¿s initial tha was noted to be in 2013.the patient later developed pain. A prior right hip flexor tendon injection was done in 2019. An injection for pain was done (B)(6) 2022. The patient was hospitalized shortly after the injection due to syncopal episode. While in the hospital, a workup showed a soft tissue mass (altr), slight elevation of cobalt and chromium as well as elevated crp. (No levels provided for chromium and cobalt). The surgeon reported that this was a confusing clinical scenario as inconsistent data shows elevated crp and esr but very few wbc¿s. The recommendation was for an I&d with head/liner exchange. The information from the medical records dated (B)(6) 2022 are considered and ongoing issue where the patient presented with pain and had injections for pain. The pain continued and the patient was revised to address the adverse local tissue reaction that would have caused the pain. The patient also had a syncope episode shortly after the injection for pain, but there was no correlation of the injection causing the syncope episode. It was mentioned that the patient had the injection, then went on vacation and then had the episode. No time line provided other than "shortly". There are many factor's that could contribute to the patient's syncope. On (B)(6) 2022, the patient had a revision of right hip along with irrigation and debridement, to address failed right hip and adverse local tissue reaction. The surgeon reported finding a protuberance of adverse local tissue reaction. There was no infection noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to osteolysis and adverse local tissue reaction. Date of implant: on (B)(6) 2013, date of revision: on (B)(6) 2022, (right hip). Treatment: revision; head and liner were revised.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.